Event description:
Doctor was two thirds through the procedure, cystoscopy with insertion of a left ureteral stent, when fluoro suddenly failed for no apparent reason. The radiology tech rebooted the system twice before it was openable again and then it failed again after a few minutes. Doctor was able to complete the procedure with delays.